Event description:
It is reported that a customer has physical damage in the drive support cap of their insulin pump. The patient's blood glucose level was 270 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement tests. However, the drive support disk was inspected found it was slightly loose. Delivery volume accuracy test was not performed due to damage to drive support disk. The insulin pump had cracked case at display window corners, minor scratches on the lcd window, broken reservoir tube lip, and corroded battery tube.